Event description:
User report (B)(4) reported through (B)(6): revision surgery due to stem fracture at the neck. Left hip implanted in 2005, fall at home, radiological stem fracture at the neck, patient suspects the fall due to spontaneous fracture of the prosthesis.